Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID 377760, lot# v011432, implanted: (B)(6) 2006, product type: lead. Product ID 377760, lot# v011395, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
The patient reported an infection. It was unknown what area was infected. The patient noted "it got all infected". The change in therapy/symptoms was considered sudden. The infection happened right away after the device was implanted. It was removed a month later. The indication for use was failed back surgery syndrome. If additional information is received, a follow-up report will be sent.